Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant x-ray, the lead became dislodged when the patient was asked to raise their arm above the head. The lead was successfully repositioned.